Manufacturer narrative:
D4 - lot number: possible lot numbers provided by the facility were 4320116 and 4427215, but not confirmed by the site. H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump disconnected and clearly had air in the infusion line (did not reach patient) but the pump continued to run and did not trip the sensor as "empty." Continuous infusion rate: 125ml/hr, total reservoir volume: 240, given: 237.95. Air detector and upstream sensor is off (they were always told to have this set to off). Length of infusion: 46 hours, lock level: 0. A closed system drug transfer device (cstd) was used to fill cassette. Pump was not used to prime the extension tubing, and they primed it manually. Event occurred while in use with patient. There was a patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H2) additional information: h2) device evaluation: h3, h6: one decontaminated device was returned for evaluation. No damage was detected during the visual inspection. During functional testing the sample returned was tested using the hydrostatic vessel and indicates to verify the correct functionality of the sample. The device worked properly fully priming and connected without difficulty, liquid flow through the whole device without interruptions. The customer's reported problem was not confirmed.